Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and they had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and current blood glucose level was 277 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for high blood glucose level and under delivery. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will not be returned for analysis.